Manufacturer narrative:
(B)(4). Batch # u5ep9n. The following information was requested but not available: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. Tissue donuts were present with embedded staples that do not appear to originate from the circular stapler. In addition, the knife was noted to have small nicks were visible on the knife edge when viewed under magnification; this damaged is consistent when the device cut across a staple line. The device was reset and fired into a test skin with no issues. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection they could not remove device from rectum when surgery was completed. While fishtailing device out they tore the anastomosis. The physician oversewed and used another device to repair the tear and again the second device got stuck within the rectum. They were able to remove the device without damaging the anastomosis.